Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for post spinal cord injury and spinal pain. It was reported that the patient was having pain at the site of their pain pump and a revision surgery was scheduled. It was noted that the patient had two pumps, a pain pump and a baclofen (itb) pump. When the implanting physician was in surgery, he looked at the age of the baclofen pump and decided to replace it. The itb pump was noted to be (B)(4) years old and near end of service. It was noted that the patient wanted the pain pump at the same area as her itb pump, which was slightly higher in the abdomen. The date the patient first experienced pain at the pain pump site was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.